Event description:
It was reported that bd alaris secondary set had foreign matter the following information was received by the initial reporter with the following: the first thing I did was check the clamp; it was open. I followed the IV tubing right from the bag of medication. Seeing that the chamber in the secondary line was all cloudy and looked like it had crystalized and looked thick. I stopped the infusion. Looked at the medication in the bag, it looked fine, still clear. No cloudiness or crystals. So, we changed the secondary line and ran the medication. I went to speak to tina cn and show her what I had found, as I had never seen a medication all cloudy/crystally like that before. We brainstormed as to what we thought it was. (5mins or so). I went back to the patient's room to look at it again. I then followed the rest of the tubing down from the secondary line towards the patient. There was sediment in the line from below the pump to about halfway down. I stopped the infusion, took down all the tubing, realized that her IV was leaking. I am unable to say whether any sediment got into her or not. I called pharmacy and got a new IV bag sent up and it got hung with all new tubing by (B)(6) and a new IV site started. Date on the secondary bag dated june 12.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
This MDR was made in error with incorrect material grid update with incorrect grid entry.

Event description:
No additional information received.